Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system oversensed noise on the right ventricular (rv) lead, which resulted in an inappropriate shock. The patient's therapy was not exhausted. The noise was unable to be recreated with isometrics or pocket manipulation. The device was reprogrammed and the physician planned to continue to monitor. Subsequently, a revision procedure was performed. The ICD and rv lead were explanted and replaced. No additional adverse patient effects were reported.